Event description:
It was reported that the patient enrolled in the it matters study with the tactra implanted. Approximately two weeks later, the patient presented to the hospital with superficial abrasion of the glans that was painful with the urinary incontinence. The patient also experienced dysuria and difficulty voiding. The physician found that there was distal erosion of the right cylinder through the urethra and erosion of the left cylinder through the left side of the urethra. Due to the age of the patient, history of diabetes, and elevated white blood cell count, the patient was sent for explant. Purulent material from the right corpora was also noted. Both corpora were washed out and a foley catheter was placed. Medication was required. The physician confirmed a diagnosis of infection. There were no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event. Updated h6 patient codes, impact codes.

Event description:
It was reported that the patient enrolled in the it matters study with the tactra implanted. Approximately two weeks later, the patient presented with distal erosion into the urethra. The patient was hospitalized, presecribed medication, a catheter was placed, and the tactra device was explanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with distal urethral erosion and infection. The patient was prescribed medication, and a catheter was inserted. The tactra device was explanted. There were no additional patient complications reported.